Event description:
It was reported that prior to starting a da vinci si surgical procedure, the surgical staff reported a snapped wire on the monopolar curved scissors instrument. The device was not used on a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
This MDR is being submitted for retrospective activity performed relating to field action (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Manufacturer narrative:
This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube. These cracks were not reported on the initial MDR report.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of wire snapped is confirmed. One grip close cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged. Electrical continuity passed. Additional finding: scratches on main tube. Distal end of main tube has various scratch marks with light material removal. Suggesting the damage may have been caused by instrument collisions or rough handling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.